Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was not alarming in an alarm condition. The customer indicated that there was no patient involvement.